Event description:
The pietersburg renal unit reported the following to the complaint coordinator: a female patient underwent a dialysis treatment using a psn 140 dialyzer. About 1 hour into treatment, the patient became tachycardic, and had a rapid drop in blood pressure (93/13). The patient developed urticaria and severe pain in the middle back. The dialysis treatment was stopped immediately. There was no sign of hemolysis observed. Phenergan 25mg IV was administered. After 30 minutes, the doctor then requested solu-cortef (hydrocortison). The patient was monitored and then discharged (blood pressure 162/62). The patient was on dialysis for more than 20 months and had never had any reaction during a dialysis treatment before. The patient had no known allergies. The patient is a known hypertensive patient. The patient was started on dialysis due to nephrotic syndrome. The only change in this dialysis session was the use of the psn dialyzer. The procedure parameters were: volume removed 2l, the pump speed was 200, the venous pressure was 180, the arterial pressure was 140 and the tmp was 64.

Manufacturer narrative:
Additional information: a batch review has been performed and no aberrancies were found. A batch review was also performed for the previous and subsequently manufactured lot. No aberrancies were found in the previous lot or in the subsequent lot. Director of medical device safety assessment: it is difficult to link the different reported signs and symptoms to a unique clinical event. A blood pressure drop and reflex tachycardia is not unusual during an hd session. Indeed, hypotension is the most frequent side effect of hemodialysis and occurs, according to some authors, in up to 50% of the sessions. A lot of patient-specific causes, that are linked to the esrd status, are often present such as diabetes, treatment with antihypertensive agents, arrhythmias, reduced cardiac reserve, poor nutritional state, high weight gain. In the reported case it seems that the patient was taking antihypertensive agents and was ordered to stop them before the next hd session. The reported urticaria is clearly a sign of early allergic reaction. It is impossible to predict the patient's evolution if no antihistamine and steroid was administered. In this case it is strange that the patient, who had already been exposed to the dialysis products several times, developed a reaction during this procedure. Considering the aggregate signs and symptoms, it is impossible to rule out the possibility of an anaphylactic type reaction that could have been more critical for the patient, especially since the treatment for this event included steroids.